Manufacturer narrative:
The investigation for the reported delivery issues and introducer damage has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a most likely root cause. The most likely cause of the introducer damage was due to the sheath kink, as the two 23fr introducer sheaths were kinked as a result of patient condition preventing impella device from passing through. Update h6 codes to add: impact code: 4629. Medical device problem code: 2889 d4: updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B) (6) year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella rpsa was unable to advance through the 23fr peel-away sheath during attempted implant. The sheath appeared kinked under fluoro and a second introducer was placed. However, after the same issue was encountered with the second introducer, the decision was made to abort the implant and an impella rp flex was placed via right internal jugular vein. There was no patient harm as a result of the delivery issues.